Manufacturer narrative:
Device available for evaluation. It has not been received.

Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump. The customer stated there was flow issues with the pump and that the flow rate was non compliant. There is no report of patient involvement and no report of patient harm.

Manufacturer narrative:
Device was received for evaluation on march 24, 2022. Pump was powered on and alarm logs reviewed and no relevant alarms seen in the history. The pump was noted to be in good physical condition. Pump passed delivery accuracy test and unrestricted flow test on pvt testing. No probable cause for pm delivery failure as pump passed pvt delivery test. Pump works as designed.

Event description:
The non-compliant flow rate was noted during preventative maintenance (pm) testing and was not reported by the customer.